Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device not moving as intended and the device being mis-keyed. It was reported that a patient presented with grade 2-3 functional mitral regurgitation (mr) and an enlarged atrium. During a mitraclip procedure with an xtw, it was noted that the mitraclip was not operating as intended, as the steerable sleeve was moving in the opposite direction upon turning the knobs. The device was mis-keyed, and was confirmed after testing it outside of the anatomy. The device was replaced and the procedure was completed with an mr grade of <1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported sleeve steering issues appears to be related to the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user error of mis-keying the device. There is no indication of a product issue with respect to manufacture, design or labeling.